Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, the device was shooting the clips straight out. The next one would shoot out sideways. This occurred repeatedly. They changed to a ligamax device to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.